Event description:
It was reported that during an lar procedure, there was an abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that only a seal of the instrument was returned for analysis. It was leak tested with a test sleeve and failed. A corrective action has been initiated to address the root cause of the leak issue. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.